Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into patient's operative eye, however, was removed during the same procedure as the lens was scratched. There was no patient injury and no other intervention was required. The patient was doing good post operation. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 14, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received loose inside the original folding carton. The complaint issue (cosmetic issues) could be confirmed, however, it may be attributed to handling during implantation and cannot be confirmed to be related to a manufacturing/ design issue. Additional conditions were observed (haptic damage and haptic detached); however, they cannot be confirmed to be related to the manufacturing/ design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.